Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Suture material is torn when tying a knot, sometimes when closing a wound (tightening the suture). There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: surgeons use this material for many years and problems arose only with the last batch of sutures," at least 5 procedures with the same description of the event are mentioned. Attempts have been made to obtain the product. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.